Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level ranging from 533-534 mg/dl. A correction bolus via the pump was delivered, a manual insulin injection was administered, and multiple infusion set site changes were performed to address bg. Tandem technical support (cts) performed a pump system check and determined the cartridge and insulin had been in use past labeling. Cts educated the customer on cartridge and insulin labeling.